Event description:
Additional follow up revealed that patient underwent a surgical intervention on (B)(6)2018, wherein ipg was explanted and replaced. Effective therapy has been restored post operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient¿s scs ipg is not able to communicate with patient¿s controller or clinician programmer. The issue occurred after having an MRI in (B)(6) 2017 and it was also noted the ipg was not placed into MRI mode prior to having the MRI multiple troubleshooting events were not able to solve the issue. As a result, patient is schedule for an ipg revision surgery on (B)(6) 2018.